Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values and the pump was defective. Customer experienced the symptom of loss of consciousness during the event. Customer was treated by emergency medical services. The event involved product(s) mmt-1884, mmt-332a, mmt-399a, and mmt-7040ma. Troubleshooting was performed for difference between glucose values. Insulin delivery was not suspended. Customer reported blood glucose values of 25 mg/dl and 80 mg/dl. Customer reported a sensor glucose value of 125 mg/dl. Customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7040ma.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.